Event description:
As reported, indwelling PICC device had to be removed due to a crack in the valved hub luer. No patient injury or complications were reported. The used device will not be returned.

Manufacturer narrative:
The device history records of the reported lot were reviewed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The navilyst medical (B)(6) 2014 complaint report swas reviewed for the bioflo PICC product family and the failure mode of "hub broken/cracked." No adverse trends were identified. Although the reported complaint description cannot be confirmed, as no sample was returned for evaluation, the housing is due to an over tightened connection with a mating male luer (likely a needleless connector).